Event description:
Received a complaint from local counsel regarding allegation that our powerchair was in the area of living room where fire started and burned the unit, curtains and upholstery. They claim it was the electrical circuitry of the unit that was the cause.

Manufacturer narrative:
The fire marshall report indicated the the product was ruled out as the origin of the fire. A space heater was the cause of the fire and it was determined to be accidental.

Manufacturer narrative:
The serial number of the device, device manufacture date, and the device itself is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Received a complaint from local counsel regarding allegation that our powerchair was in the area of living room where fire started and burned the unit, curtains and upholstery. They claim it was the electrical circuitry of the unit that was the cause.

Event description:
Received a complaint from local counsel regarding allegation that our powerchair was in the area of living room where fire started and burned the unit, curtains and upholstery. They claim it was the electrical circuitry of the unit that was the cause.

Manufacturer narrative:
The serial number of the device and device manufacture date were updated. The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
As per previous report, the fire marshall report indicated the product was ruled out as the origin of the fire. A space heater was the cause of the fire and it was determined to be accidental. The serial number has been corrected and the 510(k) number has been updated.

Event description:
Received a complaint from local counsel regarding allegation that our powerchair was in the area of living room where fire started and burned the unit, curtains and upholstery. They claim it was the electrical circuitry of the unit that was the cause.